Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was broken. During an in house engineering evaluation, it was determined that the device failed the vibration assessment and had a temperature reading of 142.1 degrees at the elbow and 142.5 at the base which exceeds the operational temperature specification. It was also noted that the bearings were worn out and corroded. The exact date of this event is unknown. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.